Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the failure to achieve hemostasis to be related to use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a prostar xl 10fr device after a renal interventional procedure. After closure, the puncture site was still leaky and usage of a non-abbott closure device was required to achieve hemostasis. Reportedly, the vessel was very small and calcified and the guide wire may have been advanced while inserting the prostar xl which might have caused the device to be in an angle below 45 degrees. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.